Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified artery. A 3.75mm x 15mm quantum maverick balloon catheter was advanced for treatment and was inflated 2-3 times. However, during the last inflation at 18-20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.